Event description:
Additional information further reported the patient had several months of relief and the pain started back in the fall. It was noted, the patient got "these pictures on there as if, nothing's happened, no connection." It was stated, "the top battery symbol increased" then "that is strange."

Event description:
It was reported that there was a decrease of therapeutic effect following a gallbladder surgery in (B)(6) 2012. It was stated that pain in both legs had gotten worse since surgery, and there was also pain in the left hip. It was stated that the patient can only feel stimulation in her left leg and had not been able to feel stimulation in her right leg since the surgery in (B)(6) 2012. Reportedly, the patient "was in program 1 at 4.0 but stimulation was to strong, so she turned her ins off. The patient said 3.2 was comfortable for her. The representative took the patient to program 2 to adjust the amplitude and the patient was at 3.8, the patient changed stimulation to 3.2 and stated she still only felt stimulation on the left side and nothing on the right side." It was stated the patient planned to call her healthcare provider to schedule a reprogramming appointment. Additional information had been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).